Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Accolade stem dropped. Data on accolade 2 was requested and it took a long time to get 2 very inadequate articles.